Event description:
It was reported that the pt experienced a loss of therapeutic effect. She felt stimulation in the wrong location and the device seemed to have moved out of its pocket. Further info is being requested at this time.